Manufacturer narrative:
H.6. Evaluation: customer/returned product: some caps were reported tight and some tubes were found to have elongated cracks. Retention samples: mechanical torque test: some caps were tighter than others but were within specification. Visual examination results and device history record review were acceptable. H.6. Conclusion: weakness in glass contributed to the event. A number of corrective actions were implemented by the tube MFR, including annealing time and lehr temperature changes to prevent thermal shock. Contract MFR has changed to tube supplier with previously established quality history, and made changes to in-process and raw material inspection. Communication sent to customers to describe safe handling of glass tubes and methods for preventing injury should breakage occur during use.

Event description:
Microscan employee received minor cut when tube containing inoculum water broke during opening. The employee was holding the tube with the left hand while opening the cap with the right hand when the tube broke in half. Employee reported the cap seemed tighter than normal. Employee received cut in area between the index finger and thumb. First aid was administered and the employee returned to work.